Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 5.2. Testing at hospital lab was performed within 30 minutes to 1 hour after inratio test.

Manufacturer narrative:
Investigation pending.